Manufacturer narrative:
D9: 02-jan-2026. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the customer reported issue. Functional testing was not duplicated at the time of evaluation, and therefore the probable cause was not able to be identified. Preventative maintenance was performed.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 45630 occurred during infusion indicating a potential motor error. There was no patient or clinical harm.